Event description:
Abbott labs in ca, three times I contacted them on their diabetes meter flash freestyle, was replaced each time, just like the ultra touch, different readings each time, within minutes, 115, 110, 99. These erroneous meters can be a major problem. The one touch only changed 1, 125 to 124. Also on the freestyle, it wasn't picking up the blood on the strip, where one touch did. The flash freestyle by abbott labs should be recalled.